Event description:
A customer reported experiencing a low blood glucose (bg) event, although the specific lowest bg value was unknown and displayed as "low." Low bg cause was unknown. The customer used baqsimi as a bg treatment action and was advised by customer support to consult a healthcare professional for further guidance on what might have been affecting their blood glucose levels.